Manufacturer narrative:
Lot history review indicates no related component or mfg issues and one product complaint of similar nature, which was recorded as inconclusive-no product returned. The catheter separated approximately mm inside the hub-tubing joint. Under 50x magnification, the texture at the break point appears granular and dull with some spots of jaggedness. These signs indicate a typical tensile break. The complaint is confirmed, as the catheter did break. This complaint should be recorded as user-related since the catheter was pulled apart.